Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. The customer stated that there was a battery issue. The customer also alleged that there was moisture within the battery compartment. There was no alleged damage to the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 128 alarms (post delivery motor power supply faults). During the investigation, the cs 128 alarm was received during each rewind attempt. The cs 128 alarms were due to internal moisture contamination. There was moisture evidence behind the display lens. There was evidence of moisture contamination on the underside of the battery cap contact hub. A leak test showed a leak at the battery compartment crack and cover crack. There was evidence of moisture contamination throughout the inside of the pump including the motor boost circuit and other associated motor components. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area. The cover was found to be cracked between the corner of the display lens and the case seal. The base was cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).